Manufacturer narrative:
A sample has been received and is awaiting inspection. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that the pt's eye became unstable when the irrigation setting was at 30 mmhg (millimeter of mercury) and the intraocular pressure control was not being used during surgery. The eye became stable when the irrigation was adjusted to 60 mmhg but when aspiration started the eye became unstable again. The issue was resolved after the infusion cannula was exchanged. The procedure was completed with no harm to the pt.